Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The product returned for evaluation was an opened 4fr sl groshong nxt catheter kit. Among the kit components was one 4.5fr microintroducer. The returned product sample was evaluated and a split was observed on the distal end of the sheath. The following observations were noted during the sample evaluation: ¿ the sample appeared free of obvious use residue ¿ longitudinally aligned damage was present ¿ the split had straight and well-defined fracture edges ¿ stretched strands of sheath material were present between the split edges which gave a webbed appearance based on the evidence provided with the returned sample, it is unknown when or how the sheath was damaged. Damage to the sheath tip could have occurred due to storage conditions, material variation, or other environmental factors; however, no evidence was observed which supported a specific root cause of the event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that before PICC catheter puncture, when the catheter hand checked the integrity of the product, it was found that 1 of the mst front end tear sheath was damaged, resulting in additional consumption of consumables. No other information was provided.

Event description:
It was reported that before PICC catheter puncture, when the catheter hand checked the integrity of the product, it was found that 1 of the mst front end tear sheath was damaged, resulting in additional consumption of consumables. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.